Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 521 mg/dl. The customer treated with 20 units of injection. Troubleshooting was performed. The insulin pump alarmed no delivery. Customer was assisted with performing 5.0 unit fixed prime. The customer stated that the pump alarmed no delivery with manual prime. The product was not returned for analysis.